Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation of the pacemaker showed the patient¿s pacemaker was in backup vvi mode. Device restoration was performed successfully. No patient symptoms were reported.